Event description:
The manufacturer received information alleging a trilogy 202 was faulty. There was no harm or injury reported. The device was not in patient use. The device was evaluated by a third-party service center and a service required alarm condition indicating an oxygen blending module board failure was observed. There was no log available for review. The device's oxygen blending module board was replaced to address the issue. Additionally, the front and rear enclosures were damaged, the oxygen blending module cover is damaged as were the cable retainer and handle. The oxygen blending module flow element and blower bellows were contaminated. The keypad was found to be discolored and the rubber feet missing. The pollen filter needs replace per the preventive maintenance protocol. All components need to be replaced. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The manufacturer previously reported a trilogy 202 was faulty. There was no harm or injury reported. The device was not in patient use. The device was evaluated by a third-party service center and a service required alarm condition indicating an oxygen blending module board failure was observed. There was no log available for review. The device's oxygen blending module board was replaced to address the issue. During final testing the device failed a test step indicating a failure of the oxygen blending module positive flow calibration. The device's interface board was found to be faulty and was replaced to address the issue. The device was re-tested and passed all final testing.